Event description:
Blood clotted during dialysis treatment. While attempting to rinse back the patients blood the fibers inside the dialyzer broke open and we had a "blood in dialysate" alarm. Blood was not able to be returned to patient causing a loss of 300ml. Rn was notified. New machine was started and treatment was restarted on new machine.